Event description:
It was reported that this right ventricular (rv) lead presented an out-of-range right ventricular (rv) pacing impedance measurement alert due to exhibiting a pace impedance measurement of 200 ohms which led to a lead safety switch. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).